Event description:
A (B)(4) year old male patient contacted a patient service representative to report that his monitor was making a buzzing sound and would not power on properly. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (blank lcd screen) was confirmed. Upon evaluation, there was heavy contamination inside the monitor, which prevented the monitor from powering on. The root cause of the contamination cannot be positively identified but is likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated monitor. The patient received a replacement monitor.